Event description:
The customer reported to olympus there was no image on the evis lucera elite bronchovideoscope during inspection for use. The intended procedure was therapeutic. The case was continued after delivery of a replacement product. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegations were confirmed; the image was not displayed due to a damage on the charged coupled device unit. Additional findings include the following: the universal cord and connecting tube had a dent; the bending angle in the up direction did not meet the standard value due to wear of the angle wire; an abnormal sound was made due to damage on the angulation lever; the angulation lever did not move smoothly due to damage. A review of the device history record (DHR), found no deviations that could have caused or contributed to the reported issue. It has been almost 3 years since the subject device was manufactured. Based on the results of the investigation, the root cause of this phenomenon could not be identified. However, it was presumably caused by breakage or disconnection of the image sensor unit due to stress of repeated use, external factors or handling, or failure of the parts mounted on the electrical circuit board such as integrated circuit chips and capacitors. The operation manual describes how to inspect for the subject event in ¿chapter 3 preparation and inspection, section 3.8 inspection of the endoscopic system¿ as below. [Inspection of the endoscopic image] 1. Observe the palm of your hand using the wli and nbi endoscopic images (except bf-mp290f). 2. Confirm that light is output from the distal end of the endoscope. (See figure 3.22) 3. Adjust the brightness level as appropriate. 4. Confirm that the wli and nbi endoscopic images (except bf-mp290f) are free from noise, blur, fog, or other irregularities. 5. Operate the up/down angulation control lever slowly in each direction until it stops. Olympus will continue to monitor the field performance of this device.